Event description:
It was reported that when the asymptomatic patient presented for a device check, the device was unable to communicate via radio frequency (rf) with the merlin monitor for the programmer. The presence of a rf internal error was confirmed. The device code was downloaded and rf telemetry was restored. The patient will be monitored normally.